Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Significant distortion of the pressure waveform can result from air bubbles in the setup. Poor dynamic response can be caused by air bubbles, clotting, loose connections, or leaks. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use the dpt (connected to the radial) and the flotrac (connected at the femoral) blood pressure measurements were different. The femoral blood pressure was much lower than the radial blood pressure. The end user recognized the event might be due to the patient¿s condition but they would still like the flotrac to be examined. No alarm was seen on the monitor. Once a new flotrac was used the blood pressure was in the normal range. No patient complications were reported. Inquired of patient demographics, unable to be obtained.

Manufacturer narrative:
We received one flotrac kit with an attached IV bag for examination. The reported event of issue with the flotrac sensor was confirmed. The flotrac sensor of flotrac unit did not zero but did sense pressure on the vigileo monitor. The vigileo monitor showed an error message of "select zero point out of tolerance." Electrical testing showed that both input and output impedance of the flotrac sensor were within specifications. However, zero-offset of the flotrac sensor did not meet specification. No visible damage or defect was detected from the sensor chip, cable and cable connector. The dpt sensor of the flotrac unit zeroed and sensed pressure accurately on the pressure monitor. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.